Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿always make sure that the correct time and date are set on your pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the incorrect time into the pump for daylight savings. Blood glucose was 55 mg/dl. Reportedly, the customer corrected the time on the pump to address the event.